Event description:
The customer reported to olympus that while preparing for use, the narrow band imaging (nbi) button was intermittent on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel was broken, the rear panel was bent, a new switch was required, a faulty scope socket, light control was faulty and a non-olympus lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty scope socket could not be determined. Olympus will continue to monitor field performance for this device.